Event description:
Caller reported that the pump unexpectedly displayed a reset screen. There was no reported impact to the customer¿s blood glucose level. The customer successfully resumed insulin after being informed by technical support that the pump reset a microprocessor as part of its safety features, requiring certain settings to be manually restarted.